Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7031713.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively. The explanted devices were discarded and will not be returned.